Event description:
It was reported that (1) device was used during a low bowel resection. It was reported by the affiliate that the tl60 instrument was used on a pt, who was admitted with a diagnosis of bowel cancer. The surgeon positioned the instrument to fire, but thorught the pin was not lining up. The surgeon took the instrument back out and manually adjusted the pin. The surgeon telescoped/slid the instrument into position. He fired the instrument and cut the tissue with a knife. When the instrument was released, the bowel sprang back into position. It was only when they inserted another instrument through the anus, that they realized the staple line was not intact. A colostomy was then performed.